Manufacturer narrative:
(B)(4). Incident occurred intraoperative. Device was not implanted/explanted. Device is not expected to be returned for manufacturer review/investigation. Device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review could not be completed without lot number. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2017, patient underwent surgery for a closed reduction of a right mandibular body fracture that was minimally displaced. During the surgery, while drilling with the 2.0 intermaxillary fixation (imf) screws, one of the screw heads broke off while inserting it into the maxilla. The broken piece of shaft remains in the patient's bone. The broken screw head was removed and discarded. The surgeon took another screw and put it in and continued with the procedure. The surgeon used a total of four screws for the final construct. There was no reported surgical delay and no additional x-rays required. The procedure was completed successfully with the patient in stable condition. Concomitant devices reported: ratchet screwdriver handle (part# 311.023, lot# unknown, quantity: 1). Holding sleeve (part# 313.97, lot# unknown, quantity: 1). Screwdriver blade (part# 313.939, lot# unknown, quantity: 1). This report is for one (1) 2.0mm imf screw self-drilling 12mm. This is report 1 of 1 for (B)(4).